Event description:
Within 3 weeks of using the new cushion, the consumer received a pressure ulcer on their buttocks.

Manufacturer narrative:
Consumer was using a cushion and reportedly developed a sore shortly after. No model and or cushion serial number has been provided. Manufacturer attempting to obtain cushion for inspection. MDR field based on alleged injury.